Event description:
It observed during the subject device inspection, the device c-cover has slight burning marks. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of event "c-cover has slight burning marks" cannot be identified. Reasonably known information suggests probable cause: that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instruction for use (IFU) . Bf-1t260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope bf-1t260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.